Event description:
The pt was reportedly experiencing sound quality issues and pain at the implant. Programming adjustments were made however, it did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear implant.